Manufacturer narrative:
Additional information has been requested and if received will be reported on a supplemental report.

Event description:
It was reported, surgeon went to implant nail over guidewire and by doing so, a large amount of titanium (metal) shavings dispersed from inside the nail. Surgeon did not implant nail. We then opened another sterile instrument set and an identical nail and proceeded with the case.